Event description:
The line connected with the transducer was cut.

Manufacturer narrative:
Device evaluation: customer report was confirmed. Rec'd (1) double dpt kit. Pressure tubing (from cvp pressure line) was completely broken off from solvent bond joint with the female connector (attached to zero-stopcock). Broken tubings were bent near the bond joint.